Event description:
It was reported that the right ventricular (rv) lead experienced high impedance. It was further reported that the patient developed an infection. The infection was treated and the rv lead was revised. The lead and device remain in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s.